Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
The multiaxial pedicle screw was received with the connection head detached from the bone screw. The setscrew was still threaded into the connection head. The lower retaining ring of the multiaxial head is damaged: the metal is sheared-off symmetrically about the flexibility split. The inner surface of the crown is showing marks of impaction of the ball joint. The opposite surface of the crown is showing marks of tightening with the spinal rod. The ball of the multiaxial joint is showing annular scratches all round the ball. The scratches are consistent with hard contact with the retaining ring of the head. The orientation of the scratches on the ball and on the inner crown indicate the contact occurred while the head was aligned with the bone screw. The connection head has various scratches consistent with normal manipulation. The mechanical thread does not appear to be damaged. The locking setscrew is showing scratches consistent with proper assembly with the connection head as well as tightening on a spinal rod. The damages observed on the ball of the multiaxial joint and the retaining ring of the connection head are consistent with the ball being pulled out of the multiaxial joint with an over-loading of the joint. With the available information, the origin of the over-loading was not determined. Various parameters can influence the reduction loads including over-reduction of the deformity, non anticipated conflict of the instruments with the bone due to the motion of the bony structures during the reduction, left and right constructs pulling in diverging directions.

Event description:
It was reported that the pt underwent a minimally invasive procedure at l5-s1. Reduction was performed. Approx one month post op, the pt was shaving and heard a "pang" in the lower back. A CT scan showed that the head of the screw was loosened from the screw itself at l5 on the right side. A revision surgery was performed to replace the screw.